Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387-40, lot# j0205061v, implanted: (B)(6) 2002, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot# j0208359v, implanted: (B)(6) 2002, product type lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient came in on the date of report and was at 0.0 volts. It was noted that the physician may have accidentally sent the patient home programmed at 0.0 volts. It was not believed the patient had adjusted amplitude with the patient programmer. It was later reported that no malfunctions were seen and no interventions had taken place. The event was due to a clinician mistake ; the patient hadn¿t been put back on his settings after a programming session. The patient was ¿fine.¿ refer to manufacturer report # 3004209178-2013-20271.